Manufacturer narrative:
The patient came into the clinic for a routine follow up. The stored egm noted that the device was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing and device reprogramming resolved the issue.

Event description:
Post-paced t-wave oversensing was observed at follow up. Device reprogramming resolved the issue.